Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned product and unopened box was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 1 (indicating a storage state). Log file showed that the user did not activate the sensor. Clinical and historical data were not present indicating that no readings were logged since sensor was not activated. Therefore issue is not confirmed due to sensor not being activated. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 76.00 mg/dl compared to readings of 200.00 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 76.00 mg/dl compared to readings of 200.00 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.